Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the right atrial (ra) lead was not capturing. It was then found that the lead had dislodged which was confirmed via fluoroscopy. The ra lead was explanted. No additional adverse patient effects were reported.